Event description:
A report was received stating the ventilator generated an inoperable graphical user interface (gui) display during ventilation of a patient. The patient was removed and placed on an alternate ventilator without harm. There is no reported death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The cse also upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and performance verification test (pvt). The device was then found to operate within manufacturing specifications.